Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2021 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 330 mg/dl before the low incident. The customer used food to treat the low. The customer experienced symptoms such as sweating, fatigue, and blurry vision. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer reported sensor glucose versus blood glucose differences during their high blood glucose event, that triggered an inappropriate suspend event. The customer had over bolused to correct the high. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.